Event description:
It was reported that an anchoring pin used to fix a navigation tracker in the tibia broke while being secured. The broken section of the pin was left in the patient. The procedure was completed successfully as planned using a second anchoring pin.

Manufacturer narrative:
The pin fragments have not been received by the manufacturer. If the fragments are received, a quality investigation will be conducted and a follow up report will be filed.